Event description:
It was reported that the right atrial (ra) lead exhibited high impedances, noise and oversensing, and was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A clinical data review indicated that the atrial lead trend showed out of range measurements starting (B)(6) 2013. There were also a number of mode switches logged before explant, but the data was cleared. The minimum intervals logged with the episodes are very short. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Auto lead diagnostics shows atrial lead impedance high/out of range beginning (B)(6) 2013.